Event description:
It was observed that during the device evaluation, the camera head exhibited poor watertightness of cable unit, water tightness is lost and deterioration of plug unit, water tightness is lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of cable unit, water tightness is lost and due to deterioration of plug unit, water tightness is lost is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.